Event description:
It was reported that during preparation for a routine device changeout procedure, fluoroscopic imaging had revealed a fracture of the atrial lead. The lead was explanted and replaced during the scheduled procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.